Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief and disliked the paresthesia. It was reported that the patient received adequate pain relief during the trial with scs. Reprogramming was performed multiple times without the desired result and confirmed scs system was performing as expected. The scs system was explanted.